Event description:
It was reported pump was flipped and the catheter was severed. It was noted revision surgery was performed on (B)(6) 2010. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).